Event description:
This was a lead extraction case to remove three non-functional cardiac leads due to thrombosis and venous stenosis. A 16f glidelight laser catheter was used on the first lead (guidant rv ICD, impl 216 months). As the laser progressed down the lead, a pericardial effusion was seen on tee. It was immediately decided to perform a thoracotomy and a 2cm perforation of the svc was discovered and repaired. The two other leads (biotronik ra pacing and medtronic rv pacing, both impl 216 months) were removed manually during the rescue. The patient survived the intervention.